Manufacturer narrative:
Investigation results: device analysis findings: the device was returned for analysis. Visual inspection revealed that the imaging window was twisted, kinked, and flattened. Additionally, the imaging core drive cable and coaxial cable were found to be broken, with the damage beginning 24 cm from the distal end of the connector shaft. Microscope inspection confirmed the broken imaging core drive cable and coaxial cable. Impedance testing showed an electrical open at the proximal end of the catheter. Device history record (DHR) review: it was confirmed that this device met manufacturing specifications prior to distribution, and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that relevant content and sufficient guidance were available with respect to the circumstances described in this complaint. No updates to the IFU are required as a result of this event. Investigation conclusion: this investigation has been assigned the investigation conclusion code of adverse event related to procedure. It is probable that significant forces applied while handling the device during the procedure led to the damage observed. Failures related to this issue are attributed to procedural factors and device handling. According to the event information, the motor drive unit (mdu) was on during insertion of the device into the patient. The device is not designed to be advanced while rotating, and this condition can increase stress on the catheter, which may result in loss of image. Per the IFU, the mdu shall remain off during insertion.

Event description:
Reportable based on device analysis completed on (B)(6) 2026. It was reported that visualization issues occurred. The target lesion was located in the moderately tortuous and severely calcified left circumflex artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion, but the image could not be shown. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed the imaging window was twisted.